Event description:
The customer reported the sys will not display an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the right user interface assembly. The sys operates as intended.